Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump led the customer to change the cartridge and perform the fill tubing process multiple times. Tandem technical support assisted the customer with the load procedure and the customer successfully loaded the supplies onto the pump. There was no reported adverse effect to the customer's blood glucose level. No additional information was provided by the customer.